Event description:
It was reported that during the implant procedure, the atrial lead exhibited low impedance. A break in the insulation was noted. The lead was no longer used and a new lead was implanted successfully. The patient was in stable condition post procedure.

Manufacturer narrative:
(B)(4).